Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The aneurysm was located in the left ophthalmic segment with a size of 14 mm. Vessel tortuosity was moderate. No causes or contributing factors to the fragmentation event were identified. Fragmentation of the sheath was observed immediately after insertion. All sheath fragments were completely contained within the hub and did not enter the patient. The micro guidewire was introduced into an echelon 10 microcatheter. The access system was flushed and hydrated according to the instructions for use prior to guidewire insertion. The guidewire appeared normal upon opening the packaging, and there was no resistance or tightness during insertion.

Manufacturer narrative:
B6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that upon introducing the micro-guide into the access system, the blue covering fragmented and remained located in the hub. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No medical or surgical intervention was required to prevent permanent impairment of function. The event did not lead to or extend patient hospitalization, and no injury resulted from the event. No patient symptoms or complications were associated with this event.